Event description:
Reportable based on device analysis completed on 07 feb 2024. The opticross hd imaging catheter was returned without any allegation of a device issue. Device analysis revealed that the imaging window was partially detached.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was partially detached. No damages or failures were observed on the ccp (catheter code pcba) board assembly. The guidewire exit port and tip were in good condition. The motor drive unit (mdu) and ilab system were used to perform a functional inspection on the device along with the above referenced calibrated equipment. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Imaging core impedance test shows a complete circuit curve. Impedance test shows a good rh peak. Image test could not be performed due to the condition of the device. Functional inspection test was performed, and a guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. Regarding the partial/complete imaging window detachment, these are prone to occur in the lapjoint section due to the difference in rigidity between the imaging window and the sheath section. Due to this, the bending forces in this section are not evenly distributed and are mainly focused over the least rigid material (imaging window). These kinds of detachment are related to design characteristics of the device. All compiled information on this investigation determines that the most probable cause is: cause traced to device design.